Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The pd cultures resulted in negative growth, however; it was documented that the absolute neutrophils were high (9.23) indicating infection. ¿in up to 20% of cases, no organism is identified¿. The cause of the peritonitis event was determined to be contamination by the patient not masking during treatment disconnect. ¿most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum." Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized with an infection due to pd therapy. The patient stated they were "taking shortcuts during treatment." Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and a provided hospital discharge summary. The patient was experiencing nausea, vomiting, and abdominal pain that started on (B)(6) 2025. On (B)(6) 2025 the patient was seen in the pd clinic and had pd cultures drawn. The patient was administered vancomycin and cefepime daily for two weeks (route and dose unknown). The patient went to the emergency room on (B)(6) 2025. The patient was diagnosed with abdominal pain secondary to peritonitis. The patient¿s pain improved but still had significant pain with the peritoneal fluid. The antibiotics would be administered via intraperitoneal (ip) at the clinic upon discharge. The nausea was attributed to the patient¿s medication, rybelsus, which can produce nausea. The medication was being held until the nausea resolved then it could be reintroduced. The pd clinic cultures were negative for growth and the white blood cell (wbc) count was 4. The hospital lab value for the absolute neutrophils were 9.23 and the wbc count on (B)(6) 2025 was 8.45. No culture results were documented in the hospital discharge summary, however; it was reported that they were also negative for growth. The patient was discharged on (B)(6) 2025 with a final diagnosis of peritonitis. The antibiotics would be administered via intraperitoneal (ip) at the clinic upon discharge. The cause of the peritonitis was contamination (not masking during disconnect). The patient is currently completing continuous cyclic peritoneal dialysis (ccpd) treatments.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized with an infection due to pd therapy. The patient stated they were "taking shortcuts during treatment." Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and a provided hospital discharge summary. The patient was experiencing nausea, vomiting, and abdominal pain that started on (B)(6) 2025. On (B)(6) 2025 the patient was seen in the pd clinic and had pd cultures drawn. The patient was administered vancomycin and cefepime daily for two weeks (route and dose unknown). The patient went to the emergency room on (B)(6) 2025. The patient was diagnosed with abdominal pain secondary to peritonitis. The patient¿s pain improved but still had significant pain with the peritoneal fluid. The antibiotics would be administered via intraperitoneal (ip) at the clinic upon discharge. The nausea was attributed to the patient¿s medication, rybelsus, which can produce nausea. The medication was being held until the nausea resolved then it could be reintroduced. The pd clinic cultures were negative for growth and the white blood cell (wbc) count was 4. The hospital lab value for the absolute neutrophils were 9.23 and the wbc count on (B)(6) 2025 was 8.45. No culture results were documented in the hospital discharge summary, however; it was reported that they were also negative for growth. The patient was discharged on (B)(6) 2025 with a final diagnosis of peritonitis. The antibiotics would be administered via intraperitoneal (ip) at the clinic upon discharge. The cause of the peritonitis was contamination (not masking during disconnect). The patient is currently completing continuous cyclic peritoneal dialysis (ccpd) treatments.